Manufacturer narrative:
The reported event of stretched helix could not be confirmed. Visual inspection of the device found no anomaly on the helix; the helix length was within specification. Further analysis found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was noted that during the implant procedure, post release of the right ventricular (rv) leadless pacemaker (lp), the patient became proarrhythmic. The rv lp was electively explanted due to the traction on the helix during retrieval and was replaced to resolve this event. The patient was stable.